Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Ebr will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a single-stage implant of the wise crt system was performed. Following electrode release, consistent electrode tracking could not be achieved intraoperatively or during the immediate post-operative period. As a result, effective and sustained wise biventricular pacing could not be consistently confirmed, and wise biv qrs duration measurements were not obtained due to limited tracking. The patient is scheduled for follow-up for further evaluation and troubleshooting of the tracking issue. No adverse patient sequelae were reported.